Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer failed to open. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-apr-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the incident, the field service engineer (fse) received a message from the customer reporting that a matrix drawer appeared closed but was not detected as closed by the system. The fse advised the customer to inspect the drawer sensors for any debris causing obstruction. Based on the customer's feedback, it was confirmed that medication packets had been lodged in the sensor area. After the obstruction was removed, the drawer was successfully recovered, and the system functioned as intended.